Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed; vascular access was obtained via the right femoral vein. A transesophageal echocardiogram (tee) was performed to exclude thrombus in the left atrium and laa and to guide the transeptal puncture. The patient was heparinized and standard measurements of the laa were obtained. The septum was crossed using a non-bsc needle and cautery. A guide wire was successfully introduced to the upper left pulmonary vein using a diagnostic catheter. They were unable to cross the septum so they re-crossed the septum closer to the fossa ovalis. The septum was crossed with the watchman® access system (was). A pigtail catheter was introduced and used to perform angio-graphy of the laa and to advance the was into the laa. A 30mm watchman ® laa closure device & delivery system was prepared and delivered to the laa which popped out. The closure device was fully recaptured, checked and redeployed in a different lobe successfully with 12% compression depending on view. The tug test was performed several times and was negative. There was no flow around the device on tee. Several angiograms were performed. Although it was noted that the device had rotated during deployment, the physician was happy with the result and thought the chances of a better deploy-ment were low. The device was released in the laa. A tee was performed prior to the patient¿s discharge, where they discovered that the 30mm closure device embolized. It was fixed at the junction between the descending aorta and aortic arch. The closure device was successfully removed percutaneously.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post implantation of their 30mm watchman closure device the patient was discharged on clopiwin plus 75/75mg daily. The embolized closure device was fixed at the junction between the descending aorta and the aortic arch. The patient was admitted to the cardiac coronary care unit (ccu) for monitoring, were their pulse and aortic flow were good. The clopwin plus medication was discontinued and a vasp platelet test was performed. The patient was administered 80mg of clexane subcutaneously twice daily. The closure device was extracted percutaneously with a 16f sheath and forceps using a pigtail catheter to position the closure device orientation inferiorly and grabbing the closure device with the forceps. They then partially pulled the closure device into the sheath and removed the sheath, forceps and closure device all together. The patient restarted clopiwin plus 75/75mg and is experiencing episodes of hemturia. The physician is currently discussing options with the patient.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the procedure was done mid day. During the implantation the left atrium (la) pressure was 10mmhg the closure device met release criteria, with a compression of 12%.

Manufacturer narrative:
Updated. (B)(4).

Event description:
It was further reported that the procedure was done mid day. During the implantation the left atrium (la) pressure was 10mmhg the closure device met release criteria, with a compression of 12%.